Manufacturer narrative:
Bleeding is a documented perioperative risk for brain surgeries such as MRI-guided neurosurgical ablation. This documentation is available in the neuroblate IFU and in monteris' internal risk management files. No malfunction was alleged; therefore, no device evaluation was performed.

Event description:
During an ablation procedure, it was reported that after placing the 3.3 sidefire laser probe and running a 3d t1 scan, the physician noted the presence of a hematoma. Two t1 scans were acquired approximately 10 minutes apart. The physician compared the scans, observed growth of the hematoma, and decided to abort the litt case and convert to a craniotomy to relieve pressure.